Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel in the limb. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.